Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Insulin pump received with serial number label fading, pillowing keypad overlay and cracked case behind the pump at the battery compartment. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a exposed to moisture. Customer stated they were push in the swimming pool, visible water on the screen and battery compartment. Fluid under the liquid crystal display. No harm requiring medical intervention was reported. The insulin pump returned for analysis.